Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the connector pin was returned for analysis. Internal insulation abrasion was noted breaching various lumen at 40.0-41.2cm and 40.3-41.4cm from the connector pin. Externalized conductors due to internal insulation abrasion were noted at 51.0-53.1cm and 51.2-54.5cm from the connector pin. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.